Manufacturer narrative:
This report is submitted on april 12, 2017.

Event description:
Per the clinic, the patient developed an infection and experienced extrusion of the device, subsequent to the patient sustaining a head trauma at the implant site in (B)(6) 2016. The patient was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is filed on june 06, 2017.